Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to pinhole in the bending section cover, water tightness was lost. Additionally, the nozzle had foreign objects due to insufficient cleaning. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. Due to wear of the angle wire, the play of up/down knob was out of the standard value. The adhesive on the bending section cover had a scratch. The connecting tube had a dent, scratch and buckling. The switch number 1 had a cut. The adhesive around the objective lens was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported air/water leakages on the evis lucera elite gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: nozzle has foreign objects. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.